Event description:
Reportedly, the patient presented with recurrent clotting of a left forearm brachial cephalic loop graft. A stent graft was deployed at the venous anastomosis and successfully post-dilated; excellent results were obtained. Angiogram was conducted to visualize the graft and the flow was excellent. Due to the frequent clotting, the patient was placed on plavix. Approximately, one month post stent graft implant, the venous anatomosis clotted again. The patient had a history of vasculitis and the fingers were deteriorating; the patient is no longer getting any arm access.

Manufacturer narrative:
The review of the manufacturing records show that no remarkable incidents occurred. The stent graft remains implanted; therefore, not available for evaluation. The event investigation is currently underway.